Event description:
It was alleged that a patient received a questionable result when testing with a coaguchek xs meter (serial number unknown). A sample from the patient was tested in a hospital laboratory using an unknown method, resulting in a value of 3.28 inr. About one hour after the laboratory measurement, a sample from the patient was tested using the meter, resulting in a value of 2.4 inr. The patient's coumadin dosage has been increased. The patient usually adjusts coumadin based on the laboratory value. The patient's therapeutic range is not known.

Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Initial reporter occupation - the occupation is patient/consumer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."